Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. This event was assessed and is being reported as part of a retrospective review of log file data. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that patient was found to have positional suction alarms. The speed was adjusted. The ventricular assist device (vad) remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the ventricular assist device (vad) was not returned for evaluation. The reported "suction alarm" event was confirmed through log file analysis which revealed 3 suctions alarms logged since (B)(6) 2017. There is no evidence to suggest that a device malfunction caused or contributed to the reported event. Based on the risk documentation, possible causes of the suction event may be attributed to multiple factors including but not limited to incorrect positioning of the pump, inappropriate pump rotational speed, thrombus at the inflow cannula, poor vad filling. If information is provided in the future, a supplemental report will be issued.